Event description:
It was reported that the vulcan generator had a calibration default. No patient injury was reported and no back up available.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and white gasket between front bezel and lid was damaged and lid had cosmetic scratches. Complaint of calibration default could not be reproduced. Unit passed functional testing during 2 hour burn-in with no faults or errors. All functions perform as expected. All power and impedance readings were within spec. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.